Event description:
Additional information was received which noted no further actions had been taken. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of "0" ohms. Then normal shock impedance measurements were subsequently noted. No adverse patient effects were reported. The lead remains in service.